Event description:
Father called to say he is unsure why his daughter's blood glucose levels (bgs) were high and that she had high ketones. As a result customer was in the hosp for about 10 hrs and then was released afer putting a new pod on. The customer's bgs ranged 195-357 mg/dl in 2008, despite bolus insulin doses. However, the customer was ingesting carbohydrates throughout the day. In the next day, the customer's bgs came down and ranged 209-275 mg/dl, but she was sick all day. No further info is available.

Manufacturer narrative:
The device involved will not be returned to the MFR for eval. We are unable to confirm any prod malfunction. No conclusion can be reached at this time. The prod user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the pt always carry extra supplies in case of emergency. The lot was found to have met all acceptance criteria.